Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, he wanted the insulin pump replaced as the device had a big black triangle and was unable to see the screen. Customer is unable to see read anything on the screen. Customer's blood glucose was 197 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a missing segment/partial display due to a cracked and bleeding lcd glass. Unable to perform functional checks, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or all operating current measurements due to a severely cracked and bleeding lcd glass. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.